Event description:
It was reported that charger stopped working and patient requested replacement. There was no reported impact to the customer¿s blood glucose level. Customer was advised by technical support that a new cable would be sent as replacement.